Manufacturer narrative:
Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. (B)(4). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the possible lot numbers said to be involved were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the likely root cause of this report is use error: accessory channel not flushed with air prior to inserting catheter into accessory channel. We could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, the following information was provided regarding the use of the device, "user did not flush the accessory channel with air before inserting the catheter." The report further states, "the physician de-activated the carbon dioxide and then tried to re-activate it". The IFU states the following procedural step, "before inserting catheter into accessory channel, identify bleeding site, remove as much blood as possible, then flush accessory channel with air." Catheter occlusion can be related to the handling of the device during the procedure. To assist the user the instructions for use (IFU) state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The IFU also states: "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." Further, the IFU states, "note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package". The IFU states, "upon completion of procedure, depressurize device by rotating activation knob counterclockwise until co2 cartridge depressurizes completely." The co2 cartridge should not be depressurized until the completion of procedure as once it is depressurized all of the carbon dioxide is released from the device. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history records confirmed that the possible lot numbers said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was not prepped properly and the physician de-activated the carbon dioxide and then tried to re-activate it, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. There was an on call case this weekend that used the hemospray , but the staff reported that it did not function correctly. Per the area representative: "I spoke to the tech from the case, (she did not prep the catheter properly and the physician de-activated the carbon dioxide (co2) and then tried to re-activate it). I have requested an additional inservice again for these staff members. It was not a device malfunction- also all the numbers for the device were tossed at the time of the case. The representative has been to the facility to try to obtain more information but no further information was documented by the facility. The area representative stated: "the catheter should have air pressure as the catheter goes down the scope channel to avoid moisture coming into the catheter, which can lead to clogging. She [ the user] verbally told me she did not do that step." The cook sales representative confirmed on (B)(4) 2018 that the user did not flush the accessory channel with air before inserting the catheter. The section of the device did not remain inside the patient¿s body. It is unknown if the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.